Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after running out of insulin earlier, then performing a supply change and seeing glucose levels fall despite a meal announcement; the ilet alerted for low glucose and the event was managed per standard hypoglycemia protocol with oral carbohydrates and follow-up checks confirming recovery into range. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support triage, review of cgm and capillary glucose readings, user education on hypoglycemia treatment, and remote assessment of device function based on alerts and observed trends. Investigation of this case revealed that device alarms functioned as designed, glucose recovered with oral carbohydrates, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.